Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event: date of event is estimated.

Event description:
It was reported that patient ipg was at end of life. As a result the ipg was explanted and replaced restoring the therapy.